Event description:
The pt was implanted with a siltex spectrum post-operatively adjustable mammary prosthesis on 06/01/1998. Subsequently, the pt experienced capsular contracture and an infection. The device was removed on 10/13/1998.